Manufacturer narrative:
An event for patient effects of heart block, non specific EKG/ECG changes were reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported heart block, non specific EKG/ECG changes could not be conclusively determined. The reported surgical intervention was a result of case-specific circumstances as permanent pacemaker was implanted. There is no indication of a product quality issue with regards to manufacture, design, or labeling. Codes removed: health effect-clinical code: component code: 4755 part/component/sub-assembly term not applicable. Type of investigation: 4118 type of investigation not yet determined. Investigation findings: 3233 results pending completion of investigation. Investigation conclusions: 11 conclusions not yet available.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (b)(46) - vista nova study, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 29mm navitor vision valve was chosen for a procedure using a large flrxnav delivery system. During procedure, 2 partial re-sheath was performed due to implant depth too high. A pre-implant balloon valvuloplasty was done with a 25mm non-abbott balloon. The final implant depth was 4.3mm on the non-coronary cusp (ncc) and 5mm on the left coronary cusp (lcc). After discharge, the patient had third degree atrioventricular (av) block with wide qrs. On (B)(6) 2025, a single chamber pacemaker was implanted.